Manufacturer narrative:
Initial and final MDR 1888404 - MDR 3003442380-2024-08401 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set cannula was bent and stuck to adhesive within 3 or more hours after insertion at abdomen, which caused the patient blood glucose levels to 900 mg/dl therefore patient had received bolused via the pump. The patient went emergency room (ER) and got hospitalized. The patient also had high ketones. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.